Event description:
A (B)(6) female pt had a dorsal distal radius osteotomy performed and had a distal radius plate implanted. Post operatively, the plate broke. The plate and eight screws were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00046: plate; MDR 3025141-2014-00048: screw 2; MDR 3025141-2014-00049: screw 3; MDR 3025141-2014-00050: screw 4; MDR 3025141-2014-00051: screw 5; MDR 3025141-2014-00052: screw 6; MDR 3025141-2014-00053: screw 7; MDR 3025141-2014-00054: screw 8.